Event description:
Suddenly ltv stopped with alarm. Try to run again with internal battery, but 1 minute later stopped again. When in operation, the instrument stopped with a continuous alarm sound. The instrument re-operated after removing ac plug and re-inserting it. But it stopped in one minute. It occurred (reset alarm) after ac turned on and it operated for a minute. No pt harm.